Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5.

Event description:
It was reported a patient initially implanted with a 31mm mitral valve for 15 years 2 months, had a valve in valve procedure completed due to stenosis and regurgitation. A 29mm transcatheter valve was implanted. The patient tolerated the procedure well and tee confirmed no significant gradient across the valve nor any evidence of mitral regurgitation. Echocardiogram on pod #1 showed differential opening of the thv leaflets; the medial-most leaflet had restricted excursion. The patient was discharged on pod #2 in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported a patient initially implanted with a 31mm mitral valve for 15 years 2months, had a valve in valve procedure completed due to stenosis and regurgitation. A 29mm replacement valve was implanted. The current patient status is unknown.